Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that their lx20 pro instrument had a loose fluid line and there was fluid in the hydropneumatic tray at the bottom of the hydropneumatic compartment. The customer stated that the instrument stopped in the middle of calibration and the customer homed the system to recover from the stop. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) explained to customer that it is normal for fluid line 131 to be "loose," and that the line is a vent from the 10 and 17 psi regulators. The identity of the fluid or the leak was not determined, and therefore because it is unknown if injury could occur upon contact with the fluid, it was determined that an MDR should be filed. No service request was generated and no further issues were reported after the customer homed the system.